Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) contacted site's clinical sales representative (csr) and additional information was obtained about the complaint: the 8mm monopolar curved scissors instrument was inspected prior to use. There was no damage or anything out of the ordinary. The damage was observed before inserting the instrument into the patient. The cable was observed to be frayed. The wire was not exposed due to damaged insulation. There was no loss of cautery associated with damaged cable. The procedure was completed with a backup instrument. No fragments fell into the patient's anatomy. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The patient information was not provided.

Event description:
It was reported that during central processing, the customer reported the 8mm monopolar curved scissors instrument had a frayed cable. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the distal end.